Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead insulation abrasion was observed during routine evaluation. No electrical anomalies were noted. Physician decided to continue to monitor the lead.